Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during using of a bd q-syte¿ luer access split-septum stand-alone device, there was leak from top of septum during the first connection. There was no medical interventions reported.

Event description:
It was reported that during using of a bd q-syte¿ luer access split-septum stand-alone device, there was leak from top of septum during the first connection. There was no medical interventions reported.

Manufacturer narrative:
Investigation summary: received one q-syte assembly within an open package from lot number 7327641. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leak from top of septum (q-syte) with lot #7327641 regarding item #385100. DHR review: 7335967 ¿ a total of 180,000 units were manufactured on qfa line 2 from 6dec17 through 8dec17. 7331828 ¿ a total of 180,000 units were manufactured on qfa line 3 from 6dec17 through 8dec17. 7335969 ¿ a total of 216,000 units were manufactured on qfa line 4 from 8dec17 through 10dec17. All challenge, set-up and in process samples and testing were performed in accordance with quality control plan all passed per specifications. Visual/microscopic examination: damage (tear) was observed on the slit of the top septum disk. Damage (tear) was observed on the column wall. Damage (tear) was observed on the slit of the bottom septum disk (dissected after water-leak test). Water leak test (mm-110): attached the iso standard luer from the water leak test to the end the q-syte unit and performed the test. No leakage was observed on the unactuated position. Leakage was observed on the actuated position, the unit leaked through the column tear and out the vent hole. Indeterminate - a definite source that caused damage to the top and bottom slits and the column tear (which could have contributed to the leakage) could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. Conclusion(s): a formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.